Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-05564. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to silent ischemia and stable angina (ccs class 2). Cardiac catheterization revealed two target lesions. The first was a 75% stenosed and 12mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. This was treated with direct stent placement of a 3.0x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second was an 80% stenosed and 8mm long lesion located in the first diagonal coronary artery with a reference vessel diameter of 3.0mm. This was treated with direct stent placement of a 3.0x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2011: the patient presented due to left sided chest pain radiating to the arms. This was relieved with administration of nitroglycerin. Cardiac enzymes were not elevated. Cardiac catheterization performed one day later revealed 80% proximal stenosis just proximal to the previously placed stent in the lad and 70% ostial stenosis of the first diagonal. This was treated with placement of a 3.0x24mm taxus liberte stent in the proximal lad and balloon angioplasty to the first diagonal. The patient was discharged the next day on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).